Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of receiving a compromised force sensor system alarm. The customer states they have gone through half their reservoirs trying to clear the alarm. The customer's blood glucose level at the time of incident was 190mg/d. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.